Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced sensor failure due to transmitter battery death. No additional patient or event information is available.